Manufacturer narrative:
Device sample has not been received by MFR in time for this report, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: "the stapler fell apart during a procedure." No reported pt injury.